Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported malposition was unable to be confirmed/tested as the stent had already been fully deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to "jump" during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however, this could not be confirmed. The additional treatment to remove the stent via snare appears to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification in the common iliac artery. A 0.035 supracore guide wire was used. A 10.0 x 30 mm absolute pro self-expanding stent was attempted to be placed in the aortoiliac anastomosis lesion; however, although no difficulty was noted during stent deployment, the stent jumped out of the lesion into the aorta. The stent was retrieved by a snare device. Another unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.